Event description:
A peritoneal dialysis (pd) nurse reported that a pt was diagnosed with an abdominal hernia in the month of (B)(6) 2014. The pd nurse stated the pt had been able to continue cycler-based treatment with no further issues or medical intervention. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.